Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging she had rec'd higher readings on her one touch ultra smart meter over the last 3 weeks. The readings obtained on the lfs product were not provided. The pt said she had a dr's appointment five days later and has been sending weekly readings to her dr via e-mail. The pt's dr increased her insulin. The pt took 70/30 novolog mix insulin, 65 units twice a day. The lfs customer care advocate (cca) noted that he pt felt "too low, shaky, weak, and sweaty" while taking the increased dose of insulin. No info was provided as to whether the pt tested with the lfs product while symptomatic. No info was provided as to whether the pt required or received assistance while symptomatic. The cca noted that the test strip vial was damaged at the rim, which can contribute to inaccurate results. The meter, test strips, and control solution were replaced. The complaint is reported because the pt claimed the one touch ultra test strip vial was damaged and she obtained higher readings than normal, which she reported to her dr. The dr increased the pt's insulin dosage. The pt claims she felt weak, shaky, and sweaty, which can be typical symptoms of hypoglycemia.